Event description:
This patient reported that they were no longer able to hear with their cochlear implant, immediately after falling from a bicycle and sustaining a blow to the head. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to the manufacturer's specifications. Explantation /reimplantation surgery has yet to be scheduled.